Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functional testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt failed the hi-pot, insulation resistance, fall-off, and therapy electrode recognition tests. The cause for the test failures was isolated to open wires along the distribution node (dn) to the front te cable between the dn and ECG b. Both the front and back and side to side channels were affected. The cause for the open wires was isolated to multiple cuts damaging the dn to front te cable. The root cause for the damaged cable could not be positively identified but was likely excessive force on the cable and physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.